Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported there were high impedances at implant. Multiple troubleshooting steps were conducted. The testing cable was change and there was no difference in results. The physician did not feel comfortable leaving the lead in. The lead was replaced with a second one. Impedance testing with the new lead had normal impedance values. It was noted they disconnected and repeated impedance testing. They changed out the twistlock and values were the same. Follow up reported the patient was fine and never affected by anything.

Manufacturer narrative:
Analysis of the lead found the there was foreign material on the electrode at the distal end of the lead. Analysis of the stylet found no significant anomaly. It was noted the stylet wire was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.